Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the requested clinical information was not available. Resurfacing of the native patella does not support any component mal-performance, but instead, is seen as an anticipated occurrence post tkr (without primary patellar resurfacing). Without the clinical documentation, definitive contributing clinical factors cannot be concluded. The patient¿s current status is unknown. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in indications for patello-femoral replacement that a patello-femoral replacement should be performed if failed previous surgery (arthroplasty, tibial tubercle elevation, lateral release) where pain, deformity or dysfunction persists. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a bilateral tka done on (B)(6) 2013, the patient developed anterior knee pain. This was treated by resurfacing the patella with a gii oval resurfacing pat 35mm. No other complications were reported.